Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ineffective shocks and oversensing artifacts were observed on the electrogram. It was noted that an abandoned lead was also present within the patient, and the coils between the abandoned lead and the active coil of the right ventricular (rv) lead were close in proximity. The electrogram indicated tapping of the coils which most likely resulted in the ineffective shocks. Both defibrillation leads were partially explanted and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.